Manufacturer narrative:
The troponin t hs reagent lot number was 84737601 with an expiration date of 31-oct-2026.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 494 ng/l. This result was questioned as the patient had a previous result on (B)(6) 2026 of 15 ng/l. The sample was repeated with a result of 21.6 ng/l. The questionable result was not reported outside of the laboratory.